Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the catheter fell out of the patient some time after placement with a burst balloon. There were no missing pieces to the burst balloon.